Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1.5 month follow-up CT showed the presence of a potential type iii endoleak at the junction of the aortic body and iliac limb overlap. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.